Event description:
A report was received that the patient¿s lead was fractured and was showing high impedances. The bsn sales representative was able to reprogram the patient using the unaffected contacts. The patient was reportedly doing well and receiving adequate stimulation.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.